Event description:
It was reported that during a routine device replacement the physician found that the lead had a breach in the insulation. The physician repaired the lead and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7278, implantable cardioverter defibrillator, implant date: (B)(6) 2005. (B)(4).